Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product received for analysis was identified as product code pdp516g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of sample a and sample b. Sample a was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. One side of sample b was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fractures provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown.

Event description:
It was reported that a patient underwent a radial plate orthopedic procedure on (B)(6) 2022 and suture was used on the radius. When the product was used for closing the wound, the surgeon realized that the needle was bent. Thus when the surgeon tried to stop using the product, it was noticed that the needle tip was broken and it remained inside the patient¿s body. After the needle tip was retrieved from the body, another product was used for wound closure but again the needle tip broke and it fell into the operative field, and it was confirmed visually. Finally, a new third product was used without any problems. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the needle piece removed from the patient during the same procedure? =>yes -needle fragment from the second needle was also removed. Were x-rays taken to locate the needle? =>no further information is available. What is the patient¿s current health status and condition? =>no further information is available. Was any other tissue damaged as a result of searching the needle? -no additional incision was made for the patient in this event. Was there any change in the patient¿s post-operative care due to the prolonged procedure? =>no further information is available. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? =>no further information is available. How long (in minutes) did the surgery prolong? =>no further information is available. What is the lot number? =>unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Related events captured via 2210968-2022-09298.